Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited an alarm during the night and the patient had powered pump off. Per reporter, this is the second time the pump had issues. Per reporter, total volume to be infused-100 ml remaining volume- 28ml. Per reporter no additional information is available at this time. No adverse patient effects were reported.

Manufacturer narrative:
Additional contact: (B)(6).